Manufacturer narrative:
(B)(4). This complaint for damaged was not confirmed due to unavailable sample. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During a conference call with the home patient (hp) regarding the cracked minicaps (that were reported in initial emdr #1423500-2011-00591), the hp revealed that three additional minicaps were found to have a cracks. The hp stated that he observed the cracks immediately after attaching. The hp stated that he does not attach the caps too tightly. The caps reportedly just seemed to break. The hp also stated that he also runs his finger around the body of the minicap to see if he could "feel" a crack before putting them on. According to the hp, the minicaps did not appear to be cracked in the pouch, and he had not seen anything irregular inside the pouch.

Manufacturer narrative:
(B)(4). This is report 2 of 3 associated with this product.per the customer the sample was discarded, therefore no evaluation could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.